Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. In addition, it was reported that the user was connected to the pump and thus received an unintentional infusion of insulin; the patient could not recall the amount of insulin that was unintentionally infused but reported that there were no known associated blood glucose excursions. Per the instructions for use (IFU), the user should not be connected to the pump during the prime sequence, otherwise the likelihood of unintentional insulin infusions is increased. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2019 with the following findings: a review of the pump¿s black box showed no activity related to the event. There was no data in pump histories from time of the reported issue due to continued use. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with alarms or warnings occurring. The pump was exercised for 12 hours with no issues occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The pump was opened; no damage found to the force sensor circuit. The load step malfunction issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.